Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a 15 minute episode of decreased level of consciousness and was unresponsive at the nursing home. The patient is now in native rhythm with a lower rate limit of 50 beats per minute. No additional adverse patient effects were reported.